Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the there was no issue with health of the sensor and that the system was working within expectations. Overall, bg values met the sg trends well, considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. The user was contacted so the escalation response could be relayed but further follow up was not possible as the user was unresponsive to multiple communication attempts.

Event description:
On april 26th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.